Event description:
Complainant alleged that they were not able to seat the battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the ac charger board. Analysis of reports of this type has not identified an increase in trend.